Event description:
It was reported to boston scientific corp on may 28, 2009, that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6)2009. According to the complainant, the balloon inflated normally during preparation. The balloon burst as it was being pulled out of the ampulla towards the scope. The physician did not put more than the recommended amount of air in the balloon. The balloon was removed intact and the procedure completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).